Manufacturer narrative:
(B)(4). Event description continued: due to the fragility of the mitral valve, the procedure was aborted. The mr grade remained at the preprocedure grade of 4. Per the physician, the fragility of the valve was probably the cause of the leaflets detaching from the two clips. Post procedure the patient was stable. No additional medication was administered. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1) implanted. The mitraclip remains in the patient. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation include, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot. A query of the electronic complaint handling system identified no previous incidents reported for single leaflet device attachment from this lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as it was reported that per the physician, the fragility of the valve was likely the cause of the clip detaching from the leaflet. There does not appear to be any evidence of a quality deficiency associated with this device. The two other mitraclips (10331805/27 and 40820u2/27) referenced are being filed under a separate medwatch MFR number.

Event description:
This is being filed as the mitraclip (40616u2/08) detached from the anterior mitral valve leaflet shortly after being implanted and remained attached to the posterior leaflet. Another clip was implanted for stabilization and is considered medical intervention. It was reported that during a mitraclip procedure, the first clip (10331805/27) was implanted and was considered a little difficult due to the location. However, grasping of the leaflet with the clip was quite easy and there was good leaflet insertion in the clip arms. While the second clip delivery system (cds 40616u2/08) was being prepared for use, approximately ten-fifteen minutes post implantation of the first clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet. To stabilize the first clip, the second clip was implanted near the first clip. During insertion of the third cds (40820u2/27) (approximately 10-15 minutes post implantation of the second clip), the second clip started to move more freely and the echocardiogram showed a small amount of the anterior leaflet remained in the clip arm. When the third clip was placed medial to the second clip a severe jet in the lateral part of the valve appeared. The third clip was retracted back into the left atrium and the second clip detached from the anterior leaflet and remained attached to the posterior. Various flails and chordae ruptures were visible on the echocardiogram and were attributed to the clips and fragility of the mitral valve. The third clip was implanted to stabilize the second clip.